Manufacturer narrative:
One cadd cassette reservoirs (unknown lot #) was returned for analysis. The returned sample consist of one product of p/n 21-7002-24, and the sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing performed by using a syringe to infuse water into the ay bag and no leakage was detected. The customer's reported problem could not be duplicated. No root cause could be determinate since the complaint was not confirmed. As a preventive action, manufacturing personnel was notified by the quality intern, as awareness of the failure mode reported by the customer.

Event description:
Information was received that upon opening of this smiths medical cadd cassette leaking was noted. No reported adverse effects.